Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to high blood glucose. Customer's blood glucose was 572 mg/dl at the time of incident. It also reported that the customer's blood glucose was over 500 mg/dl and customer could not calibrate her sensor. Customer treated their high blood glucose with manual injection and her blood glucose came down to 555 mg/dl and still could not calibrate. Customer declined troubleshoot for high blood glucose level. Customer will not return insulin pump for analysis.